Manufacturer narrative:
Concomitant medical products: product ID: 37761, serial# (B)(4), product type: recharger; product ID: 37751, serial# (B)(4), product type: recharger. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(4). (B)(4). Analysis of the desktop charger (c0544112) revealed the connector pins were broken. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer's representative regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - nonmalignant pain. It was reported that the recharger (insr) would not charge up past 25% even though it was plugged in overnight per patient. Rep stated the insr was dead at the beginning of appointment today. Rep plugged the insr into wall and was charging but they were also trying to do prm. Rep indicated that the insr antenna when doing al was bouncing all over. No further complications were reported/anticipated. Additional information was received. The patient had an alleged over-discharge and could not connect with their ins. They had not charged in 2 months and their last successful recharge was unknown. They could not feel stimulation. The rep reported that numbers were bouncing around from 0-122, 0-80 and it never settles in. They might need to attempt more than one physician mode recharge. The consumer reported the insr would not charge up. It would show the recharger charging screen when plugged into the desktop charger (dtc), but the battery level for the insr never progressed past the first quartile. It was confirmed that the dtc¿s green light was on and the connector pin did not appear to be damaged. These issues within the last two weeks. The connector pin was found to be broken off. The patient had called back for a new recharger. No further complications reported/anticipated.